Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from customer lab reporting issue with analyzer sn: (B)(4) stating that the device had a burning smell and displayed a 407f error code. The customer stated that the device's fan was still working. Abaxis technical support instructed the customer lab to power down the device and unplug it. The customer was informed that the device needed service. The device was sent back for repairs. During evaluation, the spindle motor, ball lock pin and fan filter were replaced to resolve the issue. The software was updated and ars testing was performed. The device was sent back to the customer and remains at the customer site. No further action was taken or is warranted.

Event description:
Device had a burning smell and displayed a 407f error code.